Event description:
A set was found to be leaking at an unspecified location. Further investigation with nurse revealed that the set leaked during infusion of total parenteral therapy (tpn). Leakage occurred two consecutive times on two different sets. The pt experienced a blood glucose drop; however, blood glucose levels were not available. After set was entirely changed the third time, the blood glucose level went up within 15 minutes. Reportedly, the pt did not experience any adverse injury as a result of this event. The nurse explained that although the adverse event occurred, no medical intervention was required.